Event description:
It was reported that using a femoral access site, pre-dilatation was performed with a 2.5x20 mm balloon catheter at 10 atmospheres. The percent stenosis was then 70. It was reported that the device could not cross the hard calcification and the implant was stretched/flared. More dilatation was performed but nothing crossed the plaque. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided. The returned device analysis revealed balloon shredding.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: boston; guide cath: 7 fr. Cordial. Failure to follow steps/instructions. Evaluation summary: the device was returned for analysis. The reported implant damage was confirmed. Additionally, there was shredding at the distal and proximal ends of the balloon. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and dimensional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the instructions for use warns: it is not recommended to treat patients having a lesion that prevents complete inflation of an angioplasty balloon, or a lesion with greater than 40% residual stenosis after pre-dilatation by visual estimation. Based on the information reviewed, there is no indication of a product deficiency. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code listed and the PMA# listed are based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.